Event description:
The machine suddenly was on fire at th o2 connector and the nurse was able to remove the connector from the wall oxygen. No message displayed. On ac power at the time of the event. But we have now checked the machine and it is working well. No patient harm.